Manufacturer narrative:
(B)(4). The reported field event of a charging anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The cause of the reported charging anomaly was found to be due to a high volume of hv charges for appropriate therapy deliveries.

Event description:
It was reported through remote transmission that alerts for long charge time were observed. Upon device interrogation with multiple programmers, programmer froze every time and was unable to determine charge time. The device was explanted and replaced. Patient was stable post procedure.